Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue (closed as confirmed after the analysis). We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 8 closed and 1 open and used samples for analysis. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that six threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that on 4 occasions the surgeon complained that the needle came loose from the suture. He had to then open another one. Patient was not in danger, neither were the theatre staff. No further information received.